Event description:
During review of the patient's programming history available in the manufacturer's database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2011 which changed the settings to unintended parameters. The device was temporarily programmed off, and then the settings were programmed back to their previous settings. However, the pulse width was not corrected until several visits later on (B)(6) 2012. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history performed.